Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump's usb port was pulled out, which caused the customer to be unable to charge the pump battery without maneuvering the cable into the charging port at a certain angle. The customer's blood glucose (bg) level was 111 mg/dl. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.